Manufacturer narrative:
Other applicable components are: product ID: 306001, lot# unknown, product type: screening device, product ID: 309201. Product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient stated they are sick with a sinus infection and they are on an antibiotic that they think is causing them not to be able to void. Patient stated they are a little sore yet at the incision site. Additional information received 2022-mar-30  indicating that the patient stated they still have the sinus infection and does not feel well. No further complications were reported at this time.